Event description:
Pt underwent surgery to remove bilateral breast implants, undergo breast capsulectomies bilaterally, and have implants replaced. Implants sent to pathologist for identification along with breast capsules per surgeon's request.